Event description:
The complainat has reported that a male patient (age unknown) underwent a therapeutic tracheal resection in 2002 for treatment of a benign tracheal stricture. Approximately two months later, the patient was diagnosed with a possible anastomotic stricture. A series of tracheal dilatations were performed in an attempt to relieve the issue. It is reproted that the patient did not receive sufficient relief from the dilatations. Later in 2002, an ultraflex tracheobronchial stent was successfully placed. The patient subsequently developed severe halitosis. In 2003, the patient sought treatment to determine the cause of this event. The stent was found to have fractured which resulted in inflamation and infection. One month later, the patient was admitted to the hospital (unknown) for surgical removal of the fractured stent. The clinician was unable to remove all of the stent. A tracheal tube was placed. There is no further information available at this time.